Event description:
The stapler misfired during the initial test during surgery. Unclear if the stapler ever made patient contact or not.======================manufacturer response for single use reloadable surgical stapler, dst series ta single use reloadable stapler (per site reporter).======================wanted the device returned so that they could conduct an investigation. Awaiting further results.